Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: upon opening item # 352635, foreign objects were found inside the fluid chamber of this 60-drop IV administration set. No patient involvement.